Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited high capture thresholds after fixation and release. X-ray confirmed the lp dislodged to the pulmonary artery. The lp was retrieved and a different lp was used to complete the procedure. The patient was in stable condition.